Manufacturer narrative:
(B)(4). D10: 161475, oxf twin peg cmntls fmrl lg, lot: 67349999. 159582, oxf anat brg rt lg size 3 PMA, lot: 67487968. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure on the right knee approximately six-month post implantation due to tibial loosening. Attempts have been made and no further information has been provided.